Event description:
It was reported that during surgery the foley catheter was placed on (B)(6) 2026 and placement was successful without issues, but the catheter fell out, when the patient¿s position was changed during surgery. Upon inspection of the balloon, it was found to had suffered a rupture. Nothing came into contact with the balloon.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.